Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from a unicel dxc 600i synchron access clinical system. The leak was under the cap piercer. Customer technical support assisted the customer in disabling the device. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011. The fse observed that the cap piercer waste overflowed. The fse removed the cap piercer blade and replaced the wick. The cap piercer wash station and waste valve was cleaned. The fse ran 4 tubes with cap 3 times and issues were observed. Repair was verified per established procedures. (B)(4).